Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21210349 / 21160214, model/catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during an ipg replacement procedure (MFR. Report number: 3006630150-2020-00053), it was discovered that the patient's lead was fractured and non functional. The fractured lead remained inside the patients body.